Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that an adverse event occurred while operating the axiom artis q ceiling system. The operator was sliding the table rail complete left side when the mechanical stop did not stop the rail at the end of travel. The rail fell off the table onto the floor and the operator suffered a muscle strain to the upper back and neck. We are unaware of any medical treatment required. Additionally, there is no report of impact to the state of health of any patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. No system failure or non-conformity was identified. The accessory rail has a locking mechanism which can be released for movement with a lever. Additionally, the rail movement range is limited by mechanical end stops. Upon investigation the cse found the end stop of the left side accessory rail removed which caused the rail to not stopping correctly. The whole rail was replaced and the system was returned to clinical use. This kind of issue occurs very rarely and is neither a general or systematic issue. The manufacturer is not considering further actions based on this event.